Event description:
It was reported that eri was detected during a carelink transmission with the follow-up clinic. The device had been giving a low battery alarm that the patient apparently did not hear. It was subsequently explanted. Previous office checks did show rapid current drain. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: testing of the circuitry identified a high current drain condition within the battery filter capacitor, which caused the battery to deplete ahead of the projected longevity.